Manufacturer narrative:
Due to character restrictions in block e1 initial reporter :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cord ground is broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 event site telephone, event site email, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: e2 occupation. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the ac power cord reel. The unit passed all functional and safety tests and was returned to customer.